Manufacturer narrative:
This MDR had initially been reported as a serious injury (adverse event) as lumenis at the time did not know the severity of the patient's burn. On (B)(6) 2017 lumenis received new information from the user facility confirming that the patient would suffer no permanent impairment. A lumenis healthcare professional reviewed the provided treatment settings, and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling to be the contributory causes of the reported event. Based on the new information, lumenis is withdrawing the adverse event claim, and has changed the conclusions in this report to 'user error caused or contributed to event'.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that four (4) patients sustained a burn of unknown severity to an unknown anatomical area following ipl treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility